Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4. E1: (B)(6). Patient country: colombia

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On 16-june-2024, it was reported tby the patient that he receive an alarm with four infusion set. In troubleshooting blockage was found in tubing. No further information available.